Event description:
Pt taken to cath lab for ptca using iabp unit. Diagnosis was mi-cardiogenic shock. Left femoral artery lacerated during insertion of scimed #9 french sheath requiring surgical intervention and rapair.